Event description:
The customer reported that the analyzer produced low potassium results on quality control (qc) samples followed by intermittent error codes. The analyzer is being returned to ortho-clinical diagnostics for repair service. No pt results were reported due to the qc being low.